Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up, down arrows and act buttons of the insulin pump were sticking. The customer¿s blood glucose was unknown. Customer stated that time was moving forward. Customer was changing her battery more frequently, sensors was going out of whack, and there were scratches on the screen. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and revert to the back-up plan. Customer declined all other troubleshooting. The insulin pump will be returned for analysis.